Event description:
Through follow-up with the healthcare provider, it was learned that the device was explanted after an implant duration of approximately 0 days, due to sizing issue.

Event description:
It was reported that the device was explanted after an implant duration of approximately 66.3 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis.

Manufacturer narrative:
Sizing issue

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. The device is unavailable for return as it was discarded. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.